Manufacturer narrative:
The complaint device was discarded and not available for evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete the expiration date is currently unavailable.

Event description:
Procedure: meniscal repair. Surgeon: dr x xxx. During a meniscal repair the device was used and the first back stop deployed. Surgeon said went to fire the second one and would not work so had to abort and pull both back stops out. Completed repair with another device. Five (5) minute delay to procedure.